Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. There was skin irritation also reported at the infusion site after pod removal. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.